Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the representative used the antenna locator to determine the best location for the recharger and there was no difference in numbers when the recharger was on the patient and when it was off. It was determined that the ins was too deep, either from swelling or initial implant location. The patient weight was unknown and the issue was not resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain and postlaminectomy pain. It was reported that the patient was unable to charge their device. It was reported that they were not getting any coupling bars while trying to recharge their device since implant until today in clinic. It was reported that the patient had left their stimulation off for a while until they were able to charge effectively. The ins as at 75 percent today in clinic. Their first attempt at recharging was on (B)(6) 2017 at a follow-up appointment and charging was unsuccessful at that time. An attempt was made on (B)(6) 2017 was well, but unsuccessful. They were able to communicate with other external devices (their patient programmer and clinician programmer). The antenna locate (al) feature was used, but this did not resolve their issue. The al results were 48 to 50 midair and they got the same values when the recharger antenna was placed over their ins site. They did have access to another recharger (insr) to try, but the other insr did not resolve the issue. They were still getting the same coupling results with the different insr. It was reported that there were the related pocket issues of the ins being too deep and the patient having swelling. The rep stated that the ins felt deep, but not tilted. They indicated that they could feel the left side of the ins but not the right side. The patient stated that the ins pocket site may still be a little swollen. It was reviewed that they could consider waiting to see if further healing of the pocket helped the coupling or whether they consider intervention to address the ins depth. The caller was redirected to follow-up with the healthcare provider to consider the next steps. It was reported that the event date the patient was first unsuccessful at recharge was on (B)(6) 2017. No further complications were reported/anticipated.